Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the clinical study site that the patient was admitted on (B)(6) 2016 with hematuria, insidious fatigue, and subtle change in mentation and urinary tract infection (uti). Lactate dehydrogenase (ldh) and signs of thrombus and hemolysis subsided during patient time in hospital. Log files were stated to have been downloaded and sent to manufacturer. Initially there were no alarms and left ventricular assist device (lvad) was stated to have been within normal limits. On (B)(6) 2017 it was stated that there were high watts and increase power consumption on the lvad. Patient was given tissue plasminogen activator (tpa) on sunday. It was stated that the patient was managed until discharged on (B)(6) 2017. No additional information available.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Analysis of the log files revealed 39 high watt alarms and a rise in power consumption to parameters outside the normal operating range; thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical data of similar high power complaints, the most likely cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. There is patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction: date MFR received for the initial report changed to 2016-12-24. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.